Event description:
It was reported that the this right atrial (ra) lead was part of the system revision due to infection. No additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter country; e1: initial reporter email; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that the this right atrial (ra) lead was part of the system revision due to infection. No additional adverse patient effects reported. The ra lead was explanted.